Event description:
During on-site service, the baxter service technician found that the flogard infusion pump's force sensing resistors were out of specification. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and system testing identified that the force sensing resistors (fsr's) were out of specification. The fsr's were replaced to fix the malfunction. The pump passed all testing and was returned to the customer in working order. Should additional relevant information become available, a follow-up report will be submitted.